Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) review is not possible, as the manufacturing lot number provided by the complainant is invalid.

Event description:
It was reported "implantable drug delivery device indwelling needle (infusion port) with fluid leakage at the puncture site, swelling, intact excipients, and a frontal and lateral chest radiograph suggesting a normal head end of the infusion port. Change to other brands needles."